Event description:
Caller reported blood glucose results of 322 mg/dl, 181 mg/dl, 398 mg/dl, and 137 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to discrepancies. A request was made for the return of the system, replacement was sent.